Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had a losing time issue. The patient did not allege any harm or injury because of the reported issue. The patient claimed that the pump was losing about 5 minutes per week. The alleged issue was not resolved with troubleshooting. The patient was going to work with the internal sales department of anm to possibly get a replacement pump. She declined to get a loaner pump from anm. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a losing time issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to confirm the issue of the pump losing time. A timekeeping accuracy test was performed; the pump was keeping time accurately. Unrelated to this complaint, cracks were observed around perimeter of the display lens.